Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. (B)(6).

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter at 7:00 pm was 8.0 inr and at "7: ? Pm" was 8.0 inr. At 7:30 pm, the customer took oral konakion drops. At 9:00 pm, the result from a laboratory was 5.0 inr. On (B)(6) 2018 at 1:00 am, the result from the meter was 5.3 inr. At 5:00 am, the result from the meter was 2.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 330499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.8 inr, returned meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.2 inr, returned meter and customer strips: 2.2 inr. Returned customer material and retention material comply with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.